Event description:
A peritoneal dialysis (pd) patient experienced a "total of three to four consecutive peritoneal infections" manifested by cloudy effluent. The patient was treated with unspecified antibiotics for the events. Pd therapy was continued during the treatment and was withdrawn at the time of this report. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Date of event: the events occurred on unreported dates "from last year" to an unreported date in aug 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.